Manufacturer narrative:
H.6. Investigation: bd received 1 sample, and 5 photos were forwarded to the manufacturing facility for investigation. Upon review of the photos, the cannula appears to have pierced the rubber sleeve on the side causing the blood leakage seen on the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was poor sleeve function and blood leaked during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage from the sleeve of the np needle. Blood splashed into the holder, and bd is thus required to verify this incident.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function and blood leaked during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about blood leakage from the sleeve of the np needle. Blood splashed into the holder, and bd is thus required to verify this incident.